Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to defective power supply brick. In addition the charger's u13 (a 28 pin microcontroller) was shorted to the bedside board. The root cause for the defective power brick could not be positively identified. The root cause for the shorted component was unable to be positively determined. Device evaluation of batter sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery was unable to power on a monitor. Investigation revealed contamination was unable to be positively determined, but likely liquid ingress of an unk contaminant. No adverse event resulted from the defective charger or battery. The pt received a replacement battery charger/modem and battery pack. Device mfg date: sn (B)(4) - 03/2013; sn (B)(4) - 03/2012.

Event description:
A (B)(6) male pt contacted zoll customer support to report a problem with his battery charter and battery pack. The pt was issued a replacement charger/modem and battery pack.